Manufacturer narrative:
This report is submitted on 5 august 2020.

Event description:
Per the clinic, the patient experienced ongoing infections at abutment site. Clinical management is ongoing.

Manufacturer narrative:
Per the clinic, the procedure was performed under a general anesthetic. This report is submitted on october 16, 2020

Event description:
Per the clinic, the procedure was performed under a general anesthetic.

Manufacturer narrative:
This report is submitted on 17 september 2020.

Event description:
Per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2020 in order to convert the patient to a transcutaneous osia baha implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.